Event description:
During an ercp, the "elevator" of the scope malfunctioned/broke. The scope was removed from the pt, and another scope was obtained. This event resulted in prolonged anesthesia time and procedure time for this pt. The scope was checked by the ge medical systems field service rep on 5/11/01. He stated and wrote that it "needs elevator wire adjustment." The scope was sent to ge for repair on 5/14/01 and returned on 5/25/01. The elevator failed, ti closed but would not open.